Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the network switch the issue was not resolved. Technical services had the field service engineer follow the power cables from the router and wifi to the uninterruptible power supply and both power cables were disconnected. After reseating the cables the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site booted up the system, the system was displaying "localizer not connected". They checked the self test tool and there was nothing connected on the localizer. The site tried to open the ndi tool box and it would never open. The camera did have an amber light that never went off. The lights on the network switch and the first port in p4 were not lit or flashing at all. A new cart to cart interconnect cable did not resolve the issue. The camera cart monitor was displaying "trying to connect localizer" while the main cart was displaying the login page. There was not patient present.

Manufacturer narrative:
The switch was returned to the manufacturer for analysis. Analysis found that when the switch was tested for over 16 hrs, it functioned as expected. For testing, the pcoip communication was routed through ports p1 and p4 and maintained connection the entire length of testing. All other ports were tested and functioned as expected. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.